Event description:
On (B)(6), an amazon customer commented that the products were multiple false negatives. The customer said that the product was dangerous because it was inaccurate, he/she used it during a severe covid-19 outbreak, and thankfully, he/she tested several other brands (all accurate) and used one of these tests daily to compare and confirm accuracy. While other brands have tested positive, and customer were very sick, symptomatic, and still in the contagious stage of the virus, these tests have never registered a positive result. Users complained that if this were the only test, it could have made many other people sick and spread this terrible virus. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.